Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to lead fracture. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.